Manufacturer narrative:
Unable to prime during prime test due to faulty force sensor resistance (gold). Insulin pump passed basic occlusion and displacement test. The insulin pump was tested outside of device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had motor error alarm. Customer¿s blood glucose was 147 mg/dl at the time of incident. Customer stated that the drive support cap was flush. The insulin pump will be returned for analysis.